Event description:
Doctor planned to balance knee with 20-21 in extension (flexion contracture) and 19 in flexion. During trialing the live numbers demonstrated 19/20 gaps in extension and 18/19 in flexion. Satisfied, he removed trials and robotic arrays. After the pressfit tibia, femur and poly were in he found the leg to be tight medially in flexion and the poly did not fully seat. The pressfit on the femur was lost and then switched to a cemented femur. He also used a manual jig to add more posterior slope to tibia. Case type: tka. Surgical delay: > 30 minutes.

Manufacturer narrative:
Reported event: an event regarding inaccurate cuts involving 3.0 rio® robotic arm - mics, catalog: 209999 was reported. It was reported ¿doctor planned to balance knee with 20-21 in extension (flexion contracture) and 19 in flexion. During trialing the live numbers demonstrated 19/20 gaps in extension and 18/19 in flexion. Satisfied, he removed trials and robotic arrays. After the pressfit tibia, femur and poly were in he found the leg to be tight medially in flexion and the poly did not fully seat.the pressfit on the femur was lost and then switched to a cemented femur. He also used a manual jig to add more posterior slope to tibia. Case type: tka surgical delay: > 30 minutes¿.. Further information was provided during customer contact revealed: which cuts were inaccurate?: "there was bone left behind on his posterior cut that the doctor said he would clean up later. How was the cut inaccurate? (Proud, deep, etc): trials and live numbers demonstrated a balanced knee. When the real implants were in, the doctor claimed that the knee was very tight medially. Was the planar probe utilized to measure cut accuracy? (Tka): no. When was the issue noticed (bone preparation or joint assessment)?: issue was noticed after joint assessment as we had already trialed and were happy with the results. The robotic arrays were then taken off and we were not able to utilize any of the mako tools such as planar probe or checking the registrations with green probe. Product evaluation and results: review of the case session files was not performed as case session data was not provided. Product history review. A review of device history records for (B)(4) shows that on 22/09/2016, 1 device was inspected, and 1 device was placed on quarantine. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review. A search of the complaint database under device identification pn 209999 reports similar complaints for tka software - inaccurate resection. Conclusions: the failure could not be determined as no case session data or logs were provided after three communication attempts were made. No additional investigation or specific actions are required at this time. If additional information is received such as the session files or post op x-rays, then the complaint will be reopened. Device not returned.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Dr. (B)(6) planned to balance knee with 20-21 in extension (flexion contracture) and 19 in flexion. During trialing the live numbers demonstrated 19/20 gaps in extension and 18/19 in flexion. Satisfied, he removed trials and robotic arrays. After the pressfit tibia, femur and poly were in he found the leg to be tight medially in flexion and the poly did not fully seat. The pressfit on the femur was lost and then switched to a cemented femur. He also used a manual jig to add more posterior slope to tibia. Case type: tka. Surgical delay: > 30 minutes.